Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of failure to align was unconfirmed. The site rite prevue was visually inspected upon receipt and was found to be in good physical condition and does function properly. The reported issue is unconfirmed. The unit is functioning properly, the unit is functioning properly. The unit does not have any image quality problems and is tracking properly. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - device is giving incorrect placement of peripheral IV catheters.